Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit for dka. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer had a certified diabetes educator (cde) call in on her behalf because she needed help setting up her old pdm. It was discovered that the customer went to the hospital with diabetic ketoacidosis (dka). The customer did not wish to provide any more details at that time. Three attempts to obtain more information were performed, however, they were unsuccessful. No further information is available.